Event description:
The doctor reported that while using the surgical guide, the patient's buccal plate was shattered. The doctor reported that the 2.0 drill went in fine, but the 2.08 drill shattered the buccal plate. The doctor said he drilled mesial to the mini implant. He placed the implant and grafted bone.

Manufacturer narrative:
Method: the trajectory of the surgical guide is reviewed in three steps: the guide is seated on the dental model with inserts. Gauge pins are then seated in the inserts to help visualize the trajectory of the guide; the assembly from step 1 is scanned and overlaid onto the treatment plan; gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distances are taken at the implant crest and implant apex.